Event description:
It was reported that the lead malfunctioned and could not be implanted. During the implant of the implantable pacing lead multiple attempts were made to find acceptable tissue viability for implant but eventually the helix would no longer function on the lead. The lead was removed and another lead was used to complete the procedure. There were no patient complications related to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The distal conductor was over-rotated, kinked and buckled. The proximal conductor was kinked and buckled, and the distal end was covered with blood. The helix was bent and it was visually noted that the lead was damaged at implant. (B)(4).